Event description:
It was reported a device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. Multiple devices were attempted to close the laa due to a complex anatomy but no adverse events took place. At the 3-month transesophageal echo (tee) follow-up, a visible lobe was uncovered that measured 10-11mm. On (B)(6) 2021, the patient was brought back to occlude the exposed inferior lobe next to the implanted 33mm device. A 20mm non-boston scientific plug was attempted first under echo and fluoroscopy guidance but it was too large. They then used an 18mm non-boston scientific plug which successfully occluded the exposed lobe and was deployed. An effusion started to develop post-deployment but there were no signs of cardiac tamponade. The effusion measured 1.8cm-2.0cm so a pericardiocentesis was performed to treat the effusion. Approximately 500-600ml of blood was removed and a drain was placed. The effusion was no longer visible on tee and transthoracic echo (tte). The patient stayed overnight and the drain was removed the following morning. No other adverse events took place and the patient was stable.